Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the sterilization the system was rusty.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint. Previous investigations found the root cause may be due to too inappropriate cleaning methods counter to the recommendations in the instructions for use pamphlet. The cleaning agents and water treatments were not provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.